Event description:
Additional information was received which reported that the a pre-implant dilation was performed. The deployment starting point was at the bottom of the pigtail catheter. The valve dislodged up in the aortic direction. Prior to the valve dislodgement, the valve depth was approximately 3 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). It was noted that the guidewire used within the left ventricle during the implant procedure was a non-medtronic safari wire. There was nothing noteworthy in terms of patient anatomy that contributed to the dislodgement.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured due to the valve dislodging during deployment. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 days following the implant of this transcatheter bioprosthetic valve, an aortic dissection was confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329; lot#: 0012067479; ubd: 2025-12-05; UDI: (B)(4) updated data: b5. Second paragraph added d4. Expiration date, serial, and UDI updated d10. Concomitant prod updated h6. Coding updated additional codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 days following the implant of this transcatheter bioprosthetic valve, an aortic dissection was confirmed. No additional adverse patient effects were reported. Additional information was received that per the physician, the cause of the dissection was possibly due to recapturing the valve into the delivery catheter system during the implant procedure. Conservative treatment was provided. No additional adverse patient effects were reported.